Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) requires a defibrillation threshold (dft) test due to the device being programmed in reverse polarity, with the reason for this programming change remaining unknown. Initial implant records were unavailable, which led to uncertainty regarding original device settings. No adverse patient effects were reported. This ICD remains in service.